Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, stiffness, discomfort, weakness, decreased mobility and metal toxicity due to the implanted asr hip. Doi: (B)(6) 2010 - dor: none reported (right hip). Pt is a resident of the state of (B)(6). Update - (B)(6) 2013- ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update - (B)(6) 2015 - der rcvd. Updated dor, surgeon and sales rep info, patient activity level and dob. Updated the cup and head to reflect the metal ions and added the expiry date, common and brand names. Added stem and sleeve products. Also added 510k numbers.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).